Event description:
Event description: the red lumen of the PICC failed after the maximus positive pressure connector cap blue valve button insert collapsed. The valve button appears to have allowed leakage inward and backed up the red lumen of the catheter. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Hospital reported a problem with two devices, one of which was manufactured by medegen. Initial report from the hosp stated no pt harm and a problem with the maxplus and another device not manufactured by medegen. Medegen reviewed the device, the complaint and the reporting decision tree and did not feel that this was a reportable event. Medegen later rec'd notification from the FDA that this incident was reported via MDR from the end user. Upon notification medegen contacted the hosp for more info. Information from hosp: the nurse stated that there was no pt harm. Protocol was followed for usage and the two devices failed. The nurse confirmed that she was unaware which of the devices caused the problem. Upon receipt of the device, medegen accessed the blue valve with a standard medegen luer. The device functioned as required. The lot number of the device is not available. A 24 hr luer activation test was performed and the devices passed functional testing. Medegen was unable to duplicate the failure. Based on test results and investigation medegen does not believe that this is a reportable event but is filling in good faith.